Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered what appears to be inappropriate anti-tachycardia pacing (atp) and a shock for an atrial driven arrhythmia. The atp appears to accelerate the rhythm. The shock slowed the rhythm down, but the vt is still present post shock. The device did not deliver more therapy at that point as the ICD had a monitoring only zone in which the patient was at that time. The ICD has been reprogrammed and remains in service at this time. Additional information was received from the field mentioning that the ICD delivered inappropriate anti-tachycardia pacing (atp) and electric shocks that again, accelerated the rhythm. Also, therapy exhaustion was observed, and a pacemaker mediated tachycardia that was successfully terminated. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered what appears to be inappropriate anti-tachycardia pacing (atp) and a shock for an atrial driven arrhythmia. The atp appears to accelerate the rhythm to ventricular fibrillation. The shock slowed the rhythm down, but the vt is still present post shock. The device did not deliver more therapy at that point as the ICD had a monitoring only zone in which the patient was at that time. The ICD has been reprogrammed and remains in service at this time. Additional information was received from the field mentioning that the ICD delivered inappropriate anti-tachycardia pacing (atp) and electric shocks that again, accelerated the rhythm. Also therapy exhaustion was observed and a pacemaker mediated tachycardia that was successfully terminated. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered what appears to be inappropriate anti-tachycardia pacing (atp) and a shock for an atrial driven arrhythmia. The atp appears to accelerate the rhythm to ventricular fibrillation. The shock slowed the rhythm down, but the vt is still present post shock. The device did not deliver more therapy at that point as the ICD had a monitoring only zone in which the patient was at that time. The ICD has been reprogrammed and remains in service at this time. No additional adverse patient effects were reported.